Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in the patient via v-p shunt on (B)(6) 2021 with an unknown setting. Obstruction was suspected, therefore, the valve and peritoneal catheter (unknown manufacturer) were removed and replaced on (B)(6) 2021. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 the certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted as well as the needle guard slightly raised. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. The root cause for ¿obstruction was suspected¿ could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted. The root cause for the raised needle guard noted during the investigation is probably due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, at the time of the investigation no occlusion issues were noted.